Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with steelex ste set suture. The client reported that on (B)(6) 2023, during customer's inspection of product, it was detected that batch and expirate date on secundary packaging (box) were different to information indicated on primary packaging.this was detected in 2 boxes of product. There is not patient involved.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received some pictures showing a product of code 0617733 and batch 622461, nevertheless the box is labeled as g0617733 and batch 622434. According to the information received, 2 boxes were received with the same issue. This mistake took place in the warehouse while preparing the shipment to the end customer. The personnel involved attached the incorrect label of product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: we have informed the warehouse personnel of this issue. Final conclusion: taking into account that the results of the analysis confirm that the product does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.